Manufacturer narrative:
Analysis of the pump found that there was a feed thru anomaly with a shorting across the insulator. Analysis also found that the motor stall occurred due to shaft-bearing, and that there was corrosion/wear/lubrication on the pump motor gear train. Eval code-result updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 13.704mg/day at a concentration of 40mg/ml of dilaudid and a dose of 239.82mcg/day at a concentration of 700mcg/ml of baclofen via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2016 a motor stall and recovery occurred and a (B)(6) 2016 a motor stall without recovery occurred. The patient reported withdrawal symptoms. The pump was explanted and replaced. The issue was resolved at the time of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.